Event description:
It was reported that after flushing the microcatheter, air was observed. The physician removed the microcatheter from the patient and found that it was fractured approximately 4-5 inches from the tip. It was reported that the catheter was still intact, it did not separate into two pieces. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed an abrupt fractured/break and partial shaft detachment at 20cm from the proximal end. The fracture/break was an abrupt or sharp break with no evidence of stretching around the fracture /break area, which would be evident with a break due to bending or stretching. During functional testing, resistance was experienced as a 0.0158 mandrel passed through fractured/break section of the microcatheter shaft. Dried blood and saline solution exited the catheter distal tip as the mandrel was advanced. Additional information indicated that the microcatheter was confirmed to be in good condition after preparation and no leaks were observed prior to use. Based on the information available an analysis of the device; the root cause of the reported issue cannot be determined.

Event description:
It was reported that after flushing the microcatheter, air was observed. The physician removed the microcatheter from the patient and found that it was fractured approximately 4-5 inches from the tip. It was reported that the catheter was still intact, it did not separate into two pieces. There was no clinical consequence to the patient.